Event description:
It was reported that a revision surgery was performed due an infection. A poly was removed.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.